Event description:
The initial reporter stated they received discrepant results for one patient sample tested with altp gen.2 on a cobas c 303 analytical unit. The customer noted that a similar issue occurred for the lipase assay, but no specific data was provided. The sample initially resulted in an alt value of > 880 u/l with a data flag. This value was considered believable by the customer. The sample was repeated using reduced sample volume and resulted in an alt value of 248 u/l. The sample was then automatically diluted 1:50 by the analyzer and repeated, resulting in an alt value of 926 u/l. The saline diluent on the analyzer was loaded and open for 5.5 months. The diluent was replaced. After replacement of the diluent, the sample was repeated, resulting in an alt value of > 764 u/l with a data flag. The sample was repeated again, resulting in an alt value of 300 u/l. The customer performed a manual 1:10 dilution on the sample and repeated it, resulting in a raw alt value of 76 u/l. When accounting for the dilution factor, the final alt value was 760 u/l.

Manufacturer narrative:
The alt reagent lot number was 78962101, with an expiration date of 30-apr-2025. The field service engineer adjusted the wash volume as the wash station was overflowing. The sample probe was replaced and adjusted. The reagent probe was replaced. Precision studies were performed. Test runs were carried out and the device was found to be functioning properly. No further issues were reported by the customer. The investigation determined the service actions resolved the issue.